Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11e05062 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy intraperitoneally (ip), via automated peritoneal dialysis (apd) for end stage renal disease (esrd). On (B)(6) 2011, the patient was hospitalized for an unknown reason. On (B)(6) 2011, the patient experienced peritonitis. It was unknown whether diagnostic testing was performed. The patient was treated with an unspecified antibiotic for the peritonitis. The root cause of the peritonitis was possibly a break in aseptic technique, since the patient has a tendency to be noncompliant. On (B)(6) 2011, the patient was discharged from the hospital to a nursing facility. In 2011, the patient recovered from the peritonitis. Dianeal remained ongoing and unchanged. Concomitant medications were not reported. The nurse believed the peritonitis was unrelated to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.